Event description:
The customer reported that the unit went vent inop with a black screen and error message. The customer reported no alarms were observed. The customer contacted product support and reported by staff unit alarmed pressure regulation high while in use. The customer advised this same occurrence had happened to another unit that on the same patient. The unit is waiting for the fse to be evaluated. The caller advised an error in the significant event logs. The caller requested onsite support. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer reported a delay in therapy/oxygenation for the patient due to the failure. Per customer due to patient being in a hypoxia state and needing emergent bagging. The field service engineer (fse) ran full pvt per v60 service manual. Device passes all testing.